Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. A guidant technical services representative discussed the frequency and patterns of tones from the device. The patient was referred to their physician. An evaluation determined the device was at a battery status of elective replacement indicator (eri). The device remains implanted pending the scheduled repalcement procedure. Guidant received additional information that the device was explanted and returned. Preliminary testing revealed the device did not meet its expected longevity.